Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault message (sf 74) indicating a software task error and a total power failure occurred. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. The reported total power failure and system fault 74 was confirmed through review of the device data logs. The investigation determined that the power failure and system fault were due to an isolated component failure within the battery assembly. Resmed reference #: (B)(4).